Manufacturer narrative:
Section b3: date of event: unknown. The best estimate date is between mar 2, 2023 and nov 6, 2023. It was noted that the issue was first noted within the first two weeks after surgery. Device evaluation: the device was not returned at the manufacturing site as it was discarded; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaints for this production order number have been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded toric intraocular lens (iol) was explanted from the left eye in a secondary procedure due to a measurement malfunction and the patient could not see clearly. The issue was first noted within the first two weeks after surgery. Another johnson and johnson iol was implanted as replacement (dib00, 22.0 diopter). There was no patient injury and no medical or surgical intervention was required. The patient outcome is good. The device was discarded. Through follow-up, it was learned that the patient had a pre-operative astigmatism that warranted the original toric iol correction, which measured five diopter of cylinder on iol master. The surgeon performed advanced surface treatment (ast) over the original iol as first attempt to improve the patient¿s vision, however it did not make any difference. This was however likely the reason for dib00 selection for iol exchange. The patient reported improvement of vision after the iol exchange. The patient is approaching two weeks into the post operative period and the vision will be checked again on (B)(6) 2023. No further information was provided.